Event description:
It was reported that a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilator's memory logs. The se reseated all connections on the ifm printed circuit board (pcb) and tubing from the exhalation flow sensor (evq) to the exhalation pcb. The se performed calibrations and extended self-testing on the device and all tests passed.